Manufacturer narrative:
The insulin pump was received with no button response at bolus, esc and act button due to unlocked connector on lcd board. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 110 mg/dl. No significant events leading to the keypad issues were observed. Advised discontinuation of the insulin pump. Product is not expected to return.